Event description:
It was reported that this right ventricular (rv) lead was explanted due to the patient complaining of slight pain when pacing. This lead was successfully replaced. No additional adverse patient effects were reported.